Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, the charger/modem was resetting. The cause of the resets was isolated to a flash memory failure (components u102 and u105) on c/a board 54010252. The flash memory likely had an intermittent bga connection, which was likely caused by a fractured solder connection induced by mechanical stress. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. No adverse event resulted from the defective battery charger. The last patient to use this battery charger did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. During servicing, charger/modem sn (B)(4) was resetting. The last patient to use this charger/modem did not report any deficiencies.